Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was returned for investigation. A review of the black box revealed multiple occlusion alarms and "loss of prime" with zero low force. The piston was found to stop short during the load step. During the prime step an occlusion alarm was emitted during the first delivery attempt. The pump was opened and a component was found to be partially misaligned on the printed circuit board (pcb). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that a component was found to be shifted on the printed circuit board (pcb). This report is made based on results of investigation completed on (B)(4) 2013.